Event description:
An asymptomatic pt returned for a routine filter removal. A scout film was taken before the removal and a filter arm was seen fractured in the filter apex. The arm not secured by cell growth according to angio. The filter seemed to be in satisfactory position. The filter was 1cm below the renals and only slightly tilted. The arm was removed via a snare. The filter was unable to be removed and remains implaned.